Event description:
It was reported that during a spinal cord stimulation (scs) temporary trial the patient experienced pain and redness at the lead extension site. The physician assessed the patient had an infection. The patient underwent a revision procedure in which the lead extension was explanted. The explanted lead extension will not be returned as it was contaminated. The patient was given co-amoximepha antibiotics. The patient is expected to fully recover.